Event description:
The clinician alleges receipt of at least two resuscitators with missing masks. One of these allegedly occurred during a code, however, another resuscitator was obtained and there was no patient compromise.